Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If or when the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the oxygen levels fell below the set limits, but no alarm was triggered. Furthermore, the device freezes and must be reset. "According to the user, the device freezes during operation. User description: we are also experiencing an increasing number of alarms, which stem from the device no longer receiving a signal ¿ completely unexpectedly, without any correlation such as movement ¿ the signal simply shows a flat line. Recently, the device even crashed twice, requiring me to restart it". There was no patient impact or consequence reported.